Event description:
It was reported that the patient presented in clinic. Device interrogation revealed the pacemaker exhibited post-sensed t-wave over-sensing. Programming changes were made. There were no adverse health consequences, the patient was stable.